Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that multiple patients and orders were not crossing. A technical support specialist (tss) reported that contact was made with the customer regarding post-conversion communication issues between the enterprise server and the meditech system, which resulted in patient and order synchronization failures. The tss reviewed the environment and identified that an incorrect server had initially been checked, after which the correct application server was accessed and synchronization status was evaluated, revealing outdated downloads across multiple stations. The tss, with additional support, performed a full synchronization for the affected station and confirmed functionality with the customer after completion. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple patients and orders were not crossing. The customer stated that this malfunction occurred while dispensing medications to the patient and the user had to put in critical override to pull medications. However, there were no delay to patient care and adverse events or injuries reported based on this incident.